Manufacturer narrative:
As per the customer biomed: the pump did not malfunction and no service was required on the pump. Biomed indicates that they cannot replicate any issues with their simulator. The production device history record (DHR) for this iabp unit was not reviewed as the serial number was not provided by the customer.

Event description:
It was reported that a customer (trimedx bio-med rep) called in to the maquet after hour¿s service line to request service on a cs300 intra-aortic balloon pump. He stated that the iabp gave an error code and stopped while in use on a patient. He did not know any patient information other than the patient expired on (B)(6) 2015. The customer stated that the patient death was not due to the iabp. He stated that the staff swapped the iabp out and that they may have had a catheter issue but was not sure. It was later reported that the patient had his lad stented in the cath lab at roughly 10:00 pm on (B)(6) 2015. Patient came to unit at roughly 10:30 pm and they were coding the patient as he came to the unit. Patient had pea, they were giving him bicarb, levofed, propofol. The patient had 3 rounds of epinepherine, was defibrillated 3x and 2 rounds of bicarb. They then decided to use the iabp. The balloon catheter was inserted without fluoroscopy at bedside. The iabp and catheter were working fine. Chest xray was obtained to verify proper position. At roughly midnight, an alarm sounded on the iabp. The rn is not sure if the alarm was 'fiber optic sensor failure' or 'fiber optic sensing module failure.' The iabp did not stop pumping but they lost their pressure numbers on it. The decision was made to get another iabp. They changed iabp and all was fine. Around 2 hours later, they received a 'calibration expired' message. The rn was not sure what that message meant, but he indicated that the iabp continued to work fine - he did not lose any of his numbers and the iabp did not stop pumping. He later verified that the patients mean pressure was quite low which he understood was the reason for the message. At roughly 2:27 a.m. On (B)(6) 2015, the patient expired. The catheter remained in the patient when the deceased patient left the ICU. The first cs300 was replaced with the second cs300 after the first alarm. The patient therapy was not interrupted with the first alarm, but there was a brief interruption when changing over to the second pump. The catheter was not saved as it stayed with the deceased patient. Medwatch report # 2249723-2015-00028 was submitted for the second iabp (cs300 serial (B)(4)) involved in this event.